Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump is alarming button error. Customer's blood glucose level was 299 mg/dl, treated with manual injections. Customer stated she was working out, sweating, when the alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. No button response due to corroded keypad traces. No button error alarms noted. Loose/shifted end cap sticker noted.